Event description:
It was reported that this right ventricular (rv) lead displayed rising pacing impedance up to 3,000 ohms. Shock impedance was within normal range. Sensing values were slightly low at 3mv. No oversensing was observed. A lead tip/ tissue interface issue such as a microdislodgement was suspected rather than a lead fracture. The patient will be monitored closely and the lead will not be revised at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).